Event description:
The pump reportedly delivered an intermittent dose too soon. It had been programmed to infuse two separate experimental chemotherapy solutions as follows: side a to infuse 160ml over 40 minutes every 4 hrs for 6 doses, and side b was set for 40ml over 10 minutes every 4 hrs. The pt reported that "every time side b completes a dose, side a starts over with a dose again". The program reportedly called for side a to infuse first, followed by side b with no keep open infusion between doses. The incorrect delivery time did not result in any adverse effects to the pt.

Manufacturer narrative:
The reported problem could not be duplicated. Fluid spillage was found on the motor frame on side a. An infusion test ran within specifications. Side a was programmed to infuse 160cc, over 40 minutes, repeated every 4 hours, with a total of 975cc. Side b was programmed to infuse 40cc, over 10 minutes, repeated every 4 hours, with a total of 240cc.